Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation (pfa) to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The catheter exhibited a spline inversion and was unable to be irrigated. The catheter was replaced, but this catheter also exhibited a spline inversion. The second catheter was replaced, and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.